Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported e6 (electronic) error was displayed on the infusion device and the pt's blood glucose was elevated to 300 mg/dl. The pt changed the infusion set and e6 was displayed again. The pt's normal blood glucose range is 100-210 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.